Event description:
Patient had sustained a right navicular fracture on his right foot. An open reduction, internal fixation (orif) procedure was done to repair that fracture. During the surgical repair, some of the hardware and screws had already been implanted. When the surgeon moved on to making the next hole for another screw placement, they observed the drill bit breaking with a portion of that drill bit remaining in the bone. Given that some of the hardware had already been placed, the surgeon indicated that in order to attempt to remove that drill bit would require removal of the newly placed hardware. The surgeon then decided to leave the bit in the patient as its removal would have caused more harm. These circumstances were explained to the patient by the surgeon following the procedure.